Event description:
It was reported that unspecified noise was observed. The pulse generator was explanted and replaced. A few hours later, post operatively, noise was observed again. The physician decided to cap and replace the atrial and right ventricular leads. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.5cm to 13.4cm from the connector pin breaching the outer insulation and exposing the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.